Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Procedure: lap chole. According to the reporter: when the device was fired and removed, the anvil came loose. Operative time was extended over thirty minutes. The surgeon applied another device to continue the case and hand sewed the anastomosis.